Manufacturer narrative:
The insulin pump was received with cracked end cap. Analysis was unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to cracked end cap. The insulin pump was received with minor scratched lcd window, loose drive support disk, cracked case at the display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the drive support cap was sticking out. The customer also reported that the bottom part of the insulin pump came apart and was separated. The customer's blood glucose was 338 mg/dl at the time of incident. The customer stated that they pushed the piston up. The customer mentioned that they kept receiving no delivery alarms. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.